Event description:
It was reported when using the bd plastipak¿ concentric luer lock syringe, the device experienced leakage past the stopper. The following information was provided by the initial reporter. The customer stated: in fact, on three occasions, a leak was observed at the joint of the syringe during sampling. This resulted in the loss of 1ml of isatuximab 500mg/25ml.

Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 3/9/2022. H.6. Investigation: two samples and two photos were provided to our quality team for investigation. Upon inspection of the product, a leakage past the stopper ribs was observed. Further evaluation identified damage within the barrel, the damage causing the stopper to become distorted against the barrel wall when moved across that point and resulting in the leakage that was reported. A device history review was performed for the reported lot 2112018, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. While we could not identify a direct issue, it was determined the damage was likely caused as a result of the product jamming within the manufacturing equipment.

Event description:
It was reported when using the bd plastipak¿ concentric luer lock syringe, the device experienced leakage past the stopper. The following information was provided by the initial reporter. The customer stated: in fact, on three occasions, a leak was observed at the joint of the syringe during sampling. This resulted in the loss of 1ml of isatuximab 500mg/25ml.